Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s) and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a package sticking to tray is confirmed but the exact cause could not be determined from the photo sample provided. One photo sample of a groshong PICC tray was returned for investigation. The groshong catheter was present on the left side of the tray within the molded cavity. Blue ink appears to be transferred onto the clear tray. The event description indicates that the statlock packaging was attached to the tray during unboxing; however, the statlock packaging or device is not shown in the photo. The ink present on the tray appears to resemble the ink color present on the statlock packaging. Based on the photo sample provided, possible contributing factors include environmental storage conditions. Since evidence of the statlock packaging sticking to the tray was observed, the complaint is confirmed. A lot history review (lhr) of rebz0376 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the statlock's external package was found to have been attached to the box when it was unpacked. After it was removed, there was something blue left on the box, which led the customer to suspect that there was something wrong with sterilization or storage. The customer was afraid to use it.